Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the apt was admitted for dark colored urine. It was reported that the pt had a history of non-compliance. The pt's international normalized ratio (inr) was 1.8 on admission; although his target was reported to be 2.5 to 3.0. The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2013.